Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. S

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicates that the suspected cause of high thresholds was unknown. It could not be determined either if this was attributed to the lead. This rv lead was explanted and was kept by the hospital. No additional adverse patient effects were reported.